Manufacturer narrative:
The device was returned to olympus for inspection and the complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited issues due to the clogging of the nozzle. The water removal ability, water supply and the air supply volume did not meet the standard value and jet tube has foreign object. There was no patient involvement.